Event description:
Pt had a turp procedure. A pt plate was used with the esu. Plate was placed on the left anterior thigh of pt. Burn was noticed upon plate removal. Burn noted as stage three. Pt was referred to plastic surgeon. Hair was noted on the plate. Labeling with device does indicate "remove hair from site as necessary to ensure good contact with skin". Co has not been able to confirm the nature of the medical treatment other then "pt did see plastic surgeon".